Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's pulse generator exhibited backup vvi operation during cyber security firmware upgrade. The device was restored to original settings. Device was interrogated and it was confirmed that the backup vvi patient notifier was on. Cyber security upgrade was not re-attempted.